Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values where on the day of the event the cgm reading was 60 mg/dl, and the patient went to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 597 and 590 mg/dl. The patient would have experienced dizziness after the fingerstick was taken. The patient was treated with intravenous fluids, and insulin via injection or pump. The hospital advised him not to sleep because there would have been a possibility that he would have gone into a coma. No further medication was reported and the patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.